Event description:
The pt reported no longer hearing after falling and hitting the head. Using the appropriate diagnostics equipment, it was determined that the device is not functioning according to MFR's specs. Explantation/reimplantation surgery had not been done as of the date of this report.